Event description:
It was reported that a pump experienced system error 322. It was also discovered that there was no patient injury or adverse event.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter's eval is in progress. When the eval is completed a supplemental report will be submitted.